Event description:
It was reported that the patient experienced repeated infusion set occlusions while using teflon insets with 23-inch tubing on an ilet system, with elevated blood glucose of 401 mg/dl preceding an occlusion and resolution only after performing two full supply changes; replacement supplies were arranged. Customer care provided support that included case review, troubleshooting, and user education. Investigation of this case revealed no observed kinks or air bubbles, and the occlusion resolved after infusion set replacement, consistent with an infusion set occlusion issue related to the insulin delivery pathway. No clinical symptoms associated with hyperglycemia reported. Outcomes included the need to replace infusion sets and associated consumables. It was concluded, based on previously established findings for similar reports, that the cause was an infusion set occlusion of undetermined mechanism within the disposable set.